Event description:
The event occurred in india during routine check. It was reported that one hl20 pump displayed the error message ¿runaway¿ intermittently. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Since the error message: "runaway" can lead to an unintentional pump stop, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india during routine check. It was reported that one hl20 pump displayed the error message ¿runaway¿ intermittently. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician was onsite for investigation on 2026-04-23. The fst replaced the tacho strobe foil. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. After consultation of the getinge life cycle engineering the most probable root cause was determined as a mechanical damage of the tacho strobe foile either due to a defective belt or the technician scratching the surface of the foil. The review of the non-conformities has been performed on 2026-04-22 for the period of 2011-09-27 to 2025-08-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-09-27. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported error message: "runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.